Event description:
Complainant alleged that during the incoming inspection of the product, the device displayed message codes "pacer fault 116", "pacer disable", "defib disable", and "defib fault 72." The complainant indicated that there was no pt involvement in the reported failure.